Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was overstimulation. The patient normally does not have high settings, but recently when she turned stimulation on, it was really high. She would ¿get zapped¿ which was clarified to mean that she felt strong stimulation at the spinal cord stimulation therapy target location. The patient just keeps her finger on the ¿minus¿ button to lower the amplitude when she turns it on now. It was reviewed that this was unexpected as the amplitude should not increase unless the patient increases it using the patient programmer. The patient has not verified the amplitude level when this occurs, but she noted that she would start doing so. There was no trauma, fall, or electromagnetic interference related to the issue. This had started occurring in (B)(6) 2017. It was also noted that the patient¿s implantable neurostimulator had reached its elective replacement indicator; however there was no allegation of dissatisfaction with the implantable neurostimulator longevity. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.